Manufacturer narrative:
Product analysis: it was determined at analysis that the hanger assembly was broken. Upper case was broken at boss. Battery wire insulation was pinched and the wire was exposed. Display wire insulation was pinched, the wire insulation was not compromised. Output connector nut was missing. Ventricular output connector was pushed inside device. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which returned into service subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.